Event description:
Reporter calling, stating that a therapeutic mattress was sent to her home after a recent discharge from the hospital. Reporter states the therapeutic mattress was received on approximately (B)(6) 2024, and when removing it from the box, it was broken in three separate pieces.